Event description:
It was reported to technical services on 9/21/2011 that this ra lead impedances have gone from 613 to 7 40 and then back to 613 ohms. They will bring patient in to do a device check. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).